Manufacturer narrative:
This report is submitted on june 30, 2020.

Event description:
Per the clinic, it was reported that the implant electrode array progressively migrated from the cochlea due to a skull growth with a cranial malformation. Subsequently, the device was explanted on (B)(6) 2020, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on 17 september 2020.